Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, abnormal lower pelvic pain"), menorrhagia ("abnormal, heavy bleeding during menstruation"), anaemia ("transfusions because she was very anemic"), genital haemorrhage ("abnormal general bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included hernia repair. Concurrent conditions included chronic anemia, heart murmur, migraine, vomiting since (B)(6) 2009, urinary tract infection since (B)(6) 2009 and dysmenorrhea. Family history included anemia (mother). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("allergic reaction to nickel"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6) 2016, the patient experienced procedural pain ("she found the hysterectomy and salpingectomy very painful"). On an unknown date, the patient experienced anaemia (seriousness criterion medically significant) with fatigue, uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), the second episode of dyspareunia ("pain during intercourse"), back pain ("severe back pain"), alopecia ("hair loss"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuations"), abdominal distension ("swelling in stomach"), dizziness ("dizziness") and abdominal pain upper ("pain in stomach"). The patient was treated with thomapyrin n (excedrin migraine), surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, the last episode of dyspareunia, migraine, back pain, alopecia, rash, vaginal infection, weight fluctuation, vaginal haemorrhage, allergy to metals, headache and dizziness outcome was unknown and the anaemia, procedural pain, nausea, abdominal distension and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anaemia, back pain, dizziness, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, uterine haemorrhage, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: after essure removal, most of her symptoms resolved but not all. Current weight 284.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. On (B)(6) 2016, surgical pathology report: final diagnosis: uterus, cervix, ovaries and fallopian tubes: uterus: endometrial polyp and proliferative endometrium cervix: no diagnostic abnormality. Fallopian tubes: benign paratubal cysts; gross only on medical devices (metal coils). Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), nausea, abdominal pain lower, pelvic pain, headache quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs received: plaintiffs address updated. Events: pain in stomach,swelling in stomach, dizziness. Event outcome updated. Event onset date added. Treatment drug added. Reporter causality comment added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe, abnormal lower pelvic pain. After almost 7 years of essure insertion, she underwent a hysterectomy and salpingectomy (exact reason not provided). During the surgery, she received transfusions because she was very anemic (anaemia). Pelvic pain is listed while anaemia is unlisted in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain may occur during essure therapy. Given the plausible temporal relationship and the lack of alternative explanation, pelvic pain was considered related to essure. Abnormal genital bleeding and menses pattern changes may occur with essure use, but it is unlikely that essure could have caused such a severe bleeding that would lead to blood transfusion. It is more probable that anaemia occurred due to the surgical procedure itself or due to another causes (as fibroids). Causality is considered unrelated to essure. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, abnormal lower pelvic pain"), anaemia ("transfusions because she was very anemic") and genital haemorrhage ("abnormal general bleeding") in a 30-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included chronic anemia, heart murmur and migraine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal, heavy bleeding during menstruation"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("allergic reaction to nickel"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6) 2016, the patient experienced procedural pain ("she found the hysterectomy and salpingectomy very painful"). On an unknown date, the patient experienced anaemia (seriousness criterion medically significant) with fatigue, dysmenorrhoea ("severe, abnormal menstruation pain"), the second episode of dyspareunia ("pain during intercourse"), migraine ("migraines"), back pain ("severe back pain"), alopecia ("hair loss"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, the last episode of dyspareunia, migraine, back pain, alopecia, rash, vaginal infection, weight fluctuation, genital haemorrhage, vaginal haemorrhage, allergy to metals, headache and nausea outcome was unknown and the anaemia and procedural pain had resolved. The reporter considered allergy to metals, alopecia, anaemia, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: after essure removal, most of her symptoms resolved but not all. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received and the following events were provided: abnormal bleeding (general), abnormal vaginal bleeding, headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), and she did not undergo an essure confirmation test. Outcome of events was reported. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, abnormal lower pelvic pain"), menorrhagia ("abnormal, heavy bleeding during menstruation"), anaemia ("transfusions because she was very anemic"), genital haemorrhage ("abnormal general bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included hernia repair. Concurrent conditions included chronic anemia, heart murmur, migraine, vomiting since (B)(6)2009, urinary tract infection since (B)(6)2009 and dysmenorrhea. Family history included anemia (mother). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("allergic reaction to nickel"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and nausea ("nausea"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6)2016, the patient experienced procedural pain ("she found the hysterectomy and salpingectomy very painful"). On an unknown date, the patient experienced anaemia (seriousness criterion medically significant) with fatigue, uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), the second episode of dyspareunia ("pain during intercourse"), migraine ("migraines"), back pain ("severe back pain"), alopecia ("hair loss"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, the last episode of dyspareunia, migraine, back pain, alopecia, rash, vaginal infection, weight fluctuation, vaginal haemorrhage, allergy to metals, headache and nausea outcome was unknown and the anaemia and procedural pain had resolved. The reporter considered allergy to metals, alopecia, anaemia, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, uterine haemorrhage, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: after essure removal, most of her symptoms resolved but not all. Diagnostic results: on (B)(6)2016, surgical pathology report: final diagnosis: uterus, cervix, ovaries and fallopian tubes: uterus: endometrial polyp and proliferative endometrium cervix: no diagnostic abnormality. Fallopian tubes: benign paratubal cysts; gross only on medical devices (metal coils). Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), nausea, abdominal pain lower, pelvic pain, headache quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical records received: patient ethnicity, concomitant disease, historical condition, new event uterine haemorrhage added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe, abnormal lower pelvic pain"), menorrhagia ("abnormal, heavy bleeding during menstruation"), anaemia ("transfusions because she was very anemic"), genital haemorrhage ("abnormal general bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 30-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included hernia repair. * on (B)(6)2016, surgical pathology report: final diagnosis: uterus, cervix, ovaries and fallopian tubes: uterus: endometrial polyp and proliferative endometrium cervix: no diagnostic abnormality. Fallopian tubes: benign paratubal cysts; gross only on medical devices (metal coils). Concurrent conditions included chronic anemia, heart murmur, migraine, vomiting since (B)(6)2009, urinary tract infection since (B)(6)2009 and dysmenorrhea. Family history included anemia (mother). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("allergic reaction to nickel"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 1 month after insertion of essure. On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6)2016, the patient experienced procedural pain ("she found the hysterectomy and salpingectomy very painful"). On an unknown date, the patient experienced anaemia (seriousness criterion medically significant) with fatigue, uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), the second episode of dyspareunia ("pain during intercourse"), back pain ("severe back pain"), alopecia ("hair loss"), rash ("rashes") with pruritus, vaginal infection ("vaginal infection") with vaginal discharge, abdominal distension ("swelling in stomach"), dizziness ("dizziness") and abdominal pain upper ("pain in stomach"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, the last episode of dyspareunia, migraine, back pain, alopecia, rash, vaginal infection, weight increased, vaginal haemorrhage, allergy to metals, headache and dizziness outcome was unknown and the anaemia, procedural pain, nausea, abdominal distension and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anaemia, back pain, dizziness, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, uterine haemorrhage, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: after essure removal, most of her symptoms resolved but not all. Current weight 284.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), nausea, abdominal pain lower, pelvic pain, headache. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received. Event: weight fluctuations was updated to weight gain / loss specify which one: weight gain. Event onset date added for weight gain / loss specify which one: weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 07-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for birth control. Over the following weeks and months after the implant, she began experiencing severe, abnormal menstruation pain; abnormal, heavy bleeding during menstruation; severe, abnormal lower abdominal and pelvic pain; severe, abnormal cramping; pain during intercourse; migraines; fatigue; severe back pain, hair loss, rashes and itching, vaginal discharge or infection, and weight fluctuations. She sought treatment for these symptoms. The plaintiff continued to seek treatment and complain of her symptoms to her physicians. In early 2016, she consulted with her ob/gyn about her symptoms and treatment, including potential removal of the essure devices. On (B)(6) 2016, the plaintiff underwent a hysterectomy and salpingectomy to remove uterus, and fallopian tubes. During the surgery, she needed blood transfusions because she was very anemic. She found the hysterectomy and salpingectomy very painful, and she did not fully recover until six weeks later. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe, abnormal lower pelvic pain. After almost 7 years of essure insertion, she underwent a hysterectomy and salpingectomy (exact reason not provided). During the surgery, she received transfusions because she was very anemic (anaemia). Pelvic pain is listed while anaemia is unlisted in the reference safety information for essure. Pelvic, back, abdominal or uncharacterized pain may occur during essure therapy. Given the plausible temporal relationship and the lack of alternative explanation, pelvic pain was considered related to essure. Abnormal genital bleeding and menses pattern changes may occur with essure use, but it is unlikely that essure could have caused such a severe bleeding that would lead to blood transfusion. It is more probable that anaemia occurred due to the surgical procedure itself or due to another causes (as fibroids). Causality is considered unrelated to essure. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.